Manufacturer narrative:
Event date indicates: (B)(6) 2017. Event date should indicate: (B)(6) 2017.

Event description:
It was reported to physio-control that the customer's device locked up during patient use. After the second defibrillation shock, the display turned black; the device could not be restarted normally. No patient details or information about the patient outcome were provided.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly, the multitech 3g cellular gateway cable kit, and battery pins were replaced. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device locked up during patient use. After the second defibrillation shock, the display turned black; the device could not be restarted normally. No patient details or information about the patient outcome were provided.